Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on on june 03, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 11, 2021.

Manufacturer narrative:
This report is submitted on oct 12, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.